Event description:
During a sigma resection procedure, after firing the first device, 50% anastomosed and 50% was open. Another cdh fired an incomplete staple line. In order to have a leakproof anastamosis, the surgeon needed to perform a mini-laparotomy. Surgeon placed three add'l "stinges" to have a leakproof anastamosis. O.r. Time was extended by one hour and there were no post-op complications to the pt.